Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned skull clamp showed rotational movement in its swivel lock assembly and a residue buildup was present. The ratchet extension was in a worn off shape and had damaged teeth. The 80lb torque screw was hard to turn under pressure and require replacement with the helicoil insert. Also, the teeth look badly chipped off on the extension. To resolve all issues, some worn off small parts were replaced to adjust the swivel lock assembly, replaced and mark the ratchet extension and the torque screw and carried out a successful function test. General maintenance and cleaning were performed. Root cause - the complaint is confirmed via inspection of the unit. There was movement present in the swivel lock and there was damage to the ratchet extension and torque screw. Probable root cause is routine wear and rough handling of the unit. Additionally, improper or suboptimal placement of the skull clamp can contribute to patient movement or slippage. No corrective action has been initiated for the same or similar issue. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) moved during an unspecified surgery. There was no adverse impact to the patient, and no known increase in surgery time.